Event description:
The patient was placed on compression therapy following cardiac surgery. She developed a small pressure ulcer on each leg around the achilles.

Manufacturer narrative:
The patient was placed on bilateral lower extremity compression therapy following cardiac surgery. She developed a small pressure ulcer on each leg near the achilles. The right measured 0.2 cm x 0.2 cm and was documented as unstageable. The left measured 0.2 cm x 0.4 cm as was documented as a stage 1. Both were treated with mist therapy and hydrocolloid dressings and subsequently healed. The facility did not document calf circumference measurements for the patient and it is not known if the correct garment size was being used for this patient. There was no information provided regarding documentation of regular skin assessments prior to the identification of the pressure ulcers. No sample was returned for evaluation. We have no information to suggest the device did not function as intended.